Event description:
Healthcare professional reported left side "prothesis is rotating," "repeating seroma," "double capsule," "turned upside down," and "presents degree of contracture in capsule" baker grade iii/IV. Healthcare professional additionally reported "small nodule between the outer quadrants of the left breast;" this event is not device related. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "prothesis is rotating," "repeating seroma," "double capsule," "turned upside down," and "presents degree of contracture in capsule" baker grade iii/IV.